Event description:
It was reported that during a laparoscopic esophageal hernia repair procedure, the white pad burned off. It was not noted how the case was completed. There was no patient consequence.